Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model # changed from na to 1003331. H6 correction: medical device problem code 4012 was removed.

Event description:
It was reported that when attempting to push the valve [cap] of each of the three copilots it could not be pushed correctly and blood was leaking. Another device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.